Manufacturer narrative:
(Gi bleed)- evaluation: results: (gi bleed).

Event description:
One endeavor sprint rx drug-eluting stent was implanted in the mid rca and one endeavor sprint rx drug-eluting stent was implanted (separately) in the proximal rca (MFR report# 2953200-2009-00359). Approximately 6 days post index procedure an spontaneous hemoptysis bleed occurred. The bleeding event did not lead to a hemodynamic compromise or a transfusion. Investigator has indicated that event was not related to the study stent. Event caused or extended existing hospitalization. At 30 day follow-up pt displayed unstable angina.